Event description:
Patient cannot take teriparatide pen 560/2.24 ml(for), she has an ostomy bag and ended up with abscess stomach and belly button area. She was hospitalized for 4 days and also complains of joint pain discomfort. Unclear if due to teriparatide pen 560/2.24 ml(for) but md wants to discontinue.